Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, a 980 ventilator failed the oxygen sensor calibration. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and verified the reported issue. The se ran calibrations and the issue was resolved. The se performed extended self-testing on the device and all tests passed.